Event description:
Since my tmj concepts implant in 2009, I have just been diagnosed with sensitivities to the following implant materials: nickel sulfate, titanium, chromium cobalt alloy, molybdenum, vanadium, and polyethylene. My surgeon also diagnosed me with oromandibular dystonia that he feels may be a result of the sensitivities to all the metals. He also feels my severely limited jaw opening while awake may also be a result of the sensitivities. His recommended treatment plan includes botox injections, consider desensitization for materials in the implanted metal devices, and consider changing out the mandibular components of the tmj concepts total joint prostheses for pure titanium components to eliminate 6 of the 7 metals in the devices or rib grafts. All pts should be tested for sensitivities to implant materials before putting them in to avoid unfavorable results like I am experiencing. My surgeon stated he only tests pts he suspects has sensitivities. If I would have been tested for sensitivities, I could have avoided serious health consequences including loss of jaw function, headaches, ear pain, skin rashes, eczema, inflammation, and failed surgeries.